Event description:
It was reported that an 840 ventilator had a completely red display. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the event.